Event description:
Patient reported experiencing hypoglycemic symptoms (shaky and dizzy). Patient reportedly tested blood glucose, using the suspect device, and obtained a result of 73 mg/dl. Based on symptoms, patient phoned emergency medical services. Patient indicated that, upon their arrival, her blood glucose measured ~ 30mg/dl lower (exact value was not known) on paramedics' blood glucose monitor. No treatment was received. Patient was told to eat something. Patient reported that quality control testing has been performed on the suspect device, a few weeks earlier; however, patient did not recall if the results had fallen within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.